Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient received a patient notifier for device in backup vvi mode notifier. The patient presented in clinic the next day for further troubleshooting. Device download was performed successfully. The patient is doing well after the event.